Event description:
Rporter alleged blood glucose measured 334 mg/dl back to back with a result of 119 mg/dl performed immediately afterwards. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.